Event description:
Reports getting inaccurate readings with plink meter. Analysis run on clark error grid using mean ave. Reading (319) vs bd readings (445,72,432) yielded data points in the c/d range of the grid outside acceptable limits.